Manufacturer narrative:
Failure analysis noted that the pump had a stripped battery cap coin slot. The pump had a blank display due to moisture damage on the electronic assembly. There was moisture damage on the motor assembly. They were unable to perform, rewind, basic occlusion, occlusion, prime/compromised force sensor, excessive no delivery and displacement tests due to the blank display. They were unable to verify the operating currents including low battery, off no power, battery out limit, finish alarm and excessive no delivery alarms due to the blank display. The pump had cracked display window corners, cracked reservoir tube lip and cracked reservoir tube near the reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that she changed the tubing and used three different batteries because the pump alarmed battery out limit. She stated that one side of the battery cap had a shadow but if tipped the other way it looked fine. The customer called back six days after and stated that the pump turned off again and went blank. She was able to get it to work but it alarmed no delivery and she had been experiencing low blood glucose levels. The customer declined to troubleshoot and just wanted a replacement pump. The insulin pump was returned for analysis.